Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the rotation of the healing abutment was off by degrees and the doctor tried to compensate during seating which resulted in damage to the implant's drive feature.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been corrected: d1: brand name. D2: type of the device. D4: lot number unknown not provided. G5: PMA/510(k) number not available.

Event description:
It was reported that the rotation of the healing abutment was off by degrees and the doctor tried to compensate during seating which resulted in damage to the implant's drive feature and eventual removal of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated implant was returned for investigation. The reported abutment was not identified, and was not returned. Visual inspection of the as returned product identified signs of wear and debris about the implant threads, and the drive feature threads are noted to be damaged. The product matched print specifications where measured against production drawing. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 7 months. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. It was reported that the rotation of the healing abutment was off by degrees and the doctor tried to compensate during seating which resulted in damage to the implant's drive feature and eventual removal of the implant. The reported device was not returned, therefore the reported complaint of the abutment being off by degrees could not be. The reported bone loss also could not be verified with the information provided. A root cause for this complaint could not be determined. The following sections have been updated: b5: describe event or problem. G4: date received by manufacturer . H6: evaluation codes.